Event description:
Reporter called from hosp and stated the jackson pratt drain broke and some of the item stayed inside the pt, who had to be put under general anesthesia for the remainder to be removed.